Manufacturer narrative:
Additional information was added to h6 and h11: h11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was entering through port 5 an exactamix 2400 valve set. This issue was described as ¿visible bubbles from port 5¿. This issue was found during programming/setup. There was no patient involvement. No additional information is available.